Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR:29apr2019. The service engineer (se) inspected the device. The se found that the touchscreen could not be calibrated. The se replaced the touchscreen and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilators touchscreen failed. No patient involvement.